Event description:
The pt rec'd her scs system including percutaneous leads on (B)(6) 2003. It was reported that one of the leads stopped working and had invalid impedance readings. The leads were explanted and replaced on (B)(6) 2008. The explanted leads were returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Leads are damaged; one passes continuity testing but the other had broken wires and failed continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complain record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.